Manufacturer narrative:
On june 1, 2021, mentor received additional information indicating that the patient's left breast capsular contracture was a baker grade iii. On june 18, 2021, mentor received additional information indicating that the patient actually suffered right breast that was soft and has bottomed out. Health effect - clinical code e1723 has been replaced with e2308 and medical device problem code a010402 has been added to more accurately capture the event. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 24, 2021, the mentor failure analysis lab received the device for evaluation. On june 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: need for capsulorrhaphy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, needed left breast capsulectomy and right breast capsulorrhaphy, post-procedure. As a result, the patient has been scheduled for revision and explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.